Event description:
Hosp has had several instances of leaks in blood tubing first noted with dialysis pts. Leaks occur at drip chamber/filter junction. This was reported to the vendor whose engineers are investigating and attempting to resolve. Vendor has been very responsive to calls.